Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), abdominal distension ("bloating") and vitamin b12 deficiency ("b 12 deficiency"). The patient was treated with surgery (hysterectomy full, salpingectomy bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, fatigue, gastrointestinal disorder, abdominal distension and vitamin b12 deficiency outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal distension, abdominal pain, back pain, fatigue, gastrointestinal disorder, menorrhagia, pelvic pain and vitamin b12 deficiency to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, back pain, menorrhagia, fatigue, gi conditions, bloating, b12 deficiency. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test (unspecified): result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received- case becomes incident. Event injury was updated with new events pelvic pain/ abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), fatigue, gi conditions, bloating and b12 deficiency were added. Explant date was added. Product indication was updated. Lab data was added. Patient¿s date of birth was added. Reporter¿s information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), abdominal distension ("bloating") and vitamin b12 deficiency ("b 12 deficiency"). The patient was treated with surgery (hysterectomy full, salpingectomy bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, fatigue, gastrointestinal disorder, abdominal distension and vitamin b12 deficiency outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal distension, abdominal pain, back pain, fatigue, gastrointestinal disorder, menorrhagia, pelvic pain and vitamin b12 deficiency to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, back pain, menorrhagia, fatigue, gi conditions, bloating, b12 deficiency. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure: on an unknown date: essure confirmation test (unspecified): result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jan-2020: upon internal review (B)(4) case has been identified as duplicate of (B)(4) case. All relevant information has been transferred to (B)(4) case (retention case). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.